Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown) the devices display showed dotted lines and was not legible. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.